Event description:
It was reported that 2 weeks prior to report, the health care provider (hcp) doubled the patient¿s zoloft dose and the pump dose was also increased from 75 to 90 mcg/day of gablofen. The patient started experiencing psychosis, so the hcp dropped the dose back down to 75 and the condition did not change. The reporter indicated that it was not thought that the condition was related to the pump, but still wanted to/planned to get information on whether it was a known adverse event with intrathecal baclofen (itb) patients with brain injuries. The pump device was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that the representative was informed through the health care providers and was never there seeing the patient. The representative did not know how the patient was doing and did not believe the patient was still receiving treatment. It was suggested to follow up specifically with the health care provider. Additional information has been requested, but was not available as of the date of this report.